Manufacturer narrative:
Aware date of supplemental medwatch 2 should have been listed as (B)(6) 2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Healthcare professional, additionally reported, "hole in radius (edge)". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional additionally reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.